Manufacturer narrative:
This supplemental report is being submitted to provide additional information. The subject device was returned to omsc for evaluation, but the reported cleaning brush was not returned to omsc. Omsc checked the subject device and found the following. There was no water leakage on the subject device. The inside surface of instrument channel and suction channel had no abnormality. Omsc reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. The exact cause of the reported event could not be conclusively determined. If additional information becomes available, this report will be supplemented.

Manufacturer narrative:
The subject device was returned to omsc for evaluation. However, the evaluation is in progress at this time. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed that during the reprocessing at user facility, it was found that a reddish black foreign material adhered to the cleaning brush. The user confirmed the foreign material had an iron-like smell. There was no report of patient injury associated with this event. The user facility did not provide other detailed information.